Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the complaint device was received and inspected. The complaint of the device being damaged upon receipt cannot be confirmed since there was fluid found within the tubing of the device. The tubing and connectors were observed for any gross visual defects that may cause a leak as described. There was a large crack found in the tubing, which would cause the device to leak. Therefore, though we cannot confirm that the device was received damaged as described, we can confirm that there was damage to the device. The IFU warns that if the tubing is not set up vertically, the tubing can become damaged. Therefore, it is possible that the user failed to place the tubing correctly onto the pump roller therefore causing the tubing to become damaged. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, when the sterile product was opened, it was identified a tear in a hose, making it impossible to use because the saline leaks. It was not reported if there was a delay in the surgical procedure or if there was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.